Event description:
(B)(4) has rec'd a complaint from one of our customers alleging that a rehab resident fell out of a wheelchair distributed by (B)(4). It was alleged that a bolt broke causing the front wheel to bend and the resident to fall forward out of the chair. The event did not result in any injury. This MDR report is based on the customer complaint.